Event description:
Doctor was informed that one of his patients was going to require placement of a jones tube due to complete intracanalicular obstruction from a herrick plug. The doctor was looking for alternative treatments to recommend to the pt. It should be noted that no plug has been recovered or identified as present. Doctor did not have specific product info at the time of reporting as to size, dates of treatment, pt info, etc.